Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-04, information was received from a patient receiving bupivacaine and hydromorphone from an implantable pump for non-malignant pain. The patient stated that ever since implant, their pump would stick out from her body and they could feel the top of the pump. The patient would occasionally get the pump stuck on cabinets as they walk by and it would cause pain. The patient was going to have a revision done on the pump next tuesday to position the pump so it would not stick out anymore.